Event description:
It was reported that a rise in threshold and impedance were observed. X-ray revealed that the lead had dislodged and pulled back to the subclavian vein. The lead was explanted.

Manufacturer narrative:
No medwatch form was received.

Manufacturer narrative:
Analysis was normal. No anomaly found. All electrical measurements were normal.